Manufacturer narrative:
The event has been investigated and a design change implemented to assure the device functions properly. Additional attention notice to heighten the user's awareness to use the device correctly will be provided to distributors for the update of existing product in stock. All device evaluation info is being translated from (B)(4) to english for your review. The translated device evaluation info will be included in a follow-up form FDA 3500a, which will be submitted by (B)(4) 2013.

Event description:
The customer contacted (B)(4) regarding a product complaint on (B)(4) 2013. The complaint reported that the washer fell into his mouth while he was using the ez breathe atomizer with the asthma neferine inhalation solution. The customer was contacted and reported that he did not suffer any harm or require any medical intervention.